Event description:
It was reported that an unspecified malfunction occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025 approximately 5:30 am the patient reported feeling "unstable" upon waking up. She was wearing a tandem insulin pump but did not receive any alerts notifying her of her hypoglycemic state, as the continuous glucose monitor (cgm) device did not send a signal to the pump. No blood glucose (bg) meter readings were reported. The patient exhibited symptoms of hypoglycemia, including shaking, sweating, and eventually experiencing a hypoglycemic seizure. Following the seizure, the patient was unable to speak or hear. She was scared and did not want to call 911. The patient's daughter administered juice as treatment. After 10-15 minutes, the patient began to feel better and was able to feed herself. There was no documentation of medical intervention. The patient reported "feeling better" at the time of the report. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and seizure. H6 codes: health effect - clinical code problem code: e0903 hearing impairment / code not available. H6 codes: health effect - clinical code problem code: correction to disregard 4581 appropriate term/code not available.